Event description:
It was reported that the pt experienced an overstimulation sensation. When the pt turned the stimulation on, he was "electrocuted" or shocked. The pt turned the device off and noted swelling and discoloration that was extremely painful. The pt was admitted two days later and had x-rays which noted the system was ok. The pt did have an emg prior to the first implant, and after the shock the report showed damage. It was reported that the ins "electrocuted" the pt and gave him nerve damage to his arm. The implantable neurostimulator (ins) was removed. Following explant, it was noted that the "battery was moldy" and "there was green stuff all over it", "like a care battery". The doctor was not sure if the "green stuff" was infection or corrosion. It was noted that the prior device was removed to reduce the wire and put it behind the battery, however, when they went in the device was "defective", there was "mold around it". When the pt woke up, he was told that was why a new system was implanted. The device was thrown away after being sent to pathology, the device was not returned to the manufacturer for analysis. The pt status was reported as fair. Additional info received reported that the battery did not appear to have anything green on it during explant. The revision procedure was to adjust the extension wires due to pain in the neck and possibly upgrade to a new system. X-rays were taken prior to the revision and it looked as though the extension had shifted up. The pt agreed to the update prior to implant based on new programming options and a smaller battery. The pt's new system was ok. Additional info has been requested, but was not available as of the date of this report.